Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Report of formal claim received from (B)(6) regarding pinnacle mom hip implant revision. Date of revision confirmed. Revision due to crepitus, grinding sensation, pain and discomfort. Update rec¿d (B)(6) 2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. The femoral sleeve was added to the complaint. Also, the patient's comorbidities, and age were updated. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
Report of formal claim received from kennedys regarding pinnacle mom hip implant revision. Date of revision confirmed. Revision due to crepitus, grinding sensation, pain and discomfort. Update rec¿d 01/12/2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. The femoral sleeve was added to the complaint. Also, the patient's comorbidities, and age were updated. The complaint was updated on: 02/10/2015. No device associated with this report was received for examination. The patients medical records were sent to our bio engineering dept for review due to the fact that one of the complaint categories was implant noise - grinding. The bio engineering report summarised: no revision operation notes were seen. From the information provided it was not possible to identify the root cause of the crepitus, grinding sensation, pain and discomfort. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.